Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the procedure of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, the esheath was kinked and while advancing the commander delivery system with crimped valve, resistance was encountered and the valve was forced through the esheath. Afterwards a bent valve frame strut was seen. Despite this, the valve was successfully implanted. While removing the esheath, bleeding was observed at the common iliac artery. The surgeon was called to ensure proper closing of the bleeding and the patient was discharged in good condition. As per medical opinion, the root cause of the event was the sapien 3 ultra valve distal stent perforated esheath.

Manufacturer narrative:
Correction to impact and clinical code in h6. Update to b4, g3, g6, h2, h6 and h10. The device was not returned for evaluation. Device history record (DHR) was unable to be performed as serial number was not provided by the complaint site. Lot history was unable to be performed as serial number was not provided by the complaint site. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the valve serial number was not provided, the effective revisions of IFU at the time of complaint occurrence ((B)(6) 2021) were referenced. The IFU for commander delivery system, device preparation manual, and the procedural training manual were reviewed. The procedural training manual notes ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to no device/relevant imagery provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. Due to unavailability of valve serial number, complaint history review, lot history and DHR were unable to be performed; therefore, manufacturing non-conformance could not be confirmed. A review of manufacturing mitigations supports that the valve had proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ''26mm sapien 3 ultra case in aortic position by transfemoral approach. The esheath kinked during insertion and while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered, and the valve protruded through the esheath. Afterwards a bent valve frame strut was seen''. Per training manual, ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Due to the sheath was kinked during insertion, the delivery system (with crimped valve) could have non-coaxial insertion through sheath, and it could lead to vale struts caught within the sheath. So, if excessive force was applied to overcome the high resistance, it could result in further damaged to the valve struts (bent struts) as reported. As such, available information suggests that procedural factors (sheath kinked/excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.